Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the patient has had the ins implanted for 8 years and they have noticed that it has been taking longer to charge in the last 4-5 months. No patient complications were reported.